Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the handpiece device was heating up beyond the point of use. It was reported that there was a fifteen minute delay in the procedure due to the event and an identical spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the unit was heating up beyond the point of use was not confirmed. An assessment was not performed due to the condition of the received handpiece. However it was discovered during preliminary assessment that the device would not secure the burr and had a broken air elbow fitting. During assessment the burr lock mechanism assembly was disassembled and it was found that the lock tab, cutter spindle, cutter brake, and bearings were corroded. It was also noted that the springs were deformed. It was determined that the assignable root cause for the various worn components was due to normal wear over time. The assignable root cause of the broken air elbow fitting was due to improper handling, as there was evidence suggesting the unit had been dropped or hit by and hard object. This is further defined as misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.